Event description:
Voluntary medwatch received states that there was an increase in pacing impedance measurments and high capture thresholds on the right ventricular lead. No intervention was performed.